Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced two infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for 2 days. No further information available.